Event description:
Device failed to inflate after insertion. The device has not been returned for investigation. If further info is obtained a follow-up report will be filed. See section h10 for additional info.